Event description:
A distributor reported that a pump's battery would not charge. There was no reported impact on the customer's blood glucose level. The customer tried various solutions, including different charging cables and wall adaptors, but the issue persisted. Technical support confirmed the need for a pump replacement, provided storage instructions, and arranged for the return of the defective pump. The customer chose not to disclose their backup insulin therapy.